Manufacturer narrative:
The investigation for the high purge pressure has been completed. According to clinical, there was high purge pressure reported on day 6 of support. Tissue plasminogen activator (tpa) was administered and the issue resolved. A partial pump with a severed catheter was returned for investigation. Biomaterial was found in the inflow cage and around the impeller. No data logs were available for review. The root cause of the high purge pressure was determined to be biomaterial. Added- d6b, d9 device return date, h6 impact code 4644 g1-corrected MFR site name and address.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.

Event description:
The complainant reported a patient (race unknown) with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the automated impella controller (aic) displayed a high purge pressure alarm. There were no kinks observed on the line. The purge cassette was replaced but the issue did not resolve. Tissue plasminogen activator (tpa)protocol was initiated by adding tpa to purge line and the issue resolved. There was no reported patient harm. The patient remains on impella 5.5 support on the date of this report.